Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed as medical records were not provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Procedural-related complications are influenced by the type of surgery, patients' pre-existing comorbidities, and perioperative management. Deep vein thrombosis (dvt), or a blood clot, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop. As the reported event is for a procedural-related complication, the root cause was determined to be traced to the procedure and a problem with the device can be excluded from the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11 h1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is unknown- the date of article publication was inserted. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products, unk femoral lot# unk. Unk bearing lot# unk. G2: china. G2: literature citation- zhang l, ning y, yang c and he t (2025) limiting tourniquet use during total knee arthroplasty improves short-term postoperative outcomes in patients with hypertension. Front. Surg. 12:1535662. Doi: 10.3389/fsurg.2025.1535662. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that 2 patients developed dvt post-op, no timeframe of onset or treatment provided within the article. Due diligence is in progress for this complaint; to date no additional information or product has been received.